Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01117.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils, a lantern delivery microcatheter (lantern), and non-penumbra catheter. During the procedure, the physician placed the lantern through the catheter, followed by implanting one coil in the aneurysm. Subsequently, the physician experienced difficulty pushing the next coil, a ruby coil, through the same lantern. Therefore, the ruby coil was removed. The physician did not use a new coil as they were going to place stent across the aneurysm. There was no report of an adverse effect to the patient.